Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00386.

Event description:
Olympus was informed of the customer's event via mw5107777. The customer reported, during an unknown procedure, the distal attachment attached to the endoscope was seen in the patient's stomach. It was retrieved with a roth net. The distal attachment was inspected prior to use and no issues were found. The distal attachment was inspected after removal from the patient and found to be cut in half. A request for additional information is in progress. Update: this event includes 2 complaints: (B)(4) - distal cap, (B)(4) - unknown egd scope. This report is 2 of 2 for: (B)(4) - unknown egd scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. The following fields were updated.

Event description:
Additional information received from the customer: the procedure being performed was a therapeutic esophagogastroduodenoscopy to remove a food bolus. The intended procedure was completed however it is unknown if it was completed using the same device or a similar device. The customer reported no known procedural delay. The customer is unaware of any post-operative patient issues due to this malfunction. There was not any change in the patient's post-operative treatment course due to this issue.

Manufacturer narrative:
This supplemental report includes information added to h4 and h6.

Event description:
Additional information was requested from the customer. The customer confirmed the correct model number for the endoscope was provided. The customer did not clarify how the devices were attached to each other.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: b5, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to failure to follow instructions; the endoscope is not compatible with the distal cover. The customer used d-201-10704. The user could have prevented the event by following the instructions for use (IFU): IFU of gif-h190 listed d-201-12704 in combination equipment. IFU for disposable distal attachment, d-201-10704, listed gif-h190 in compatible olympus endoscopes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds. See section d2.